Manufacturer narrative:
Outcome: other: uti. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s daughter reported the patient experienced pain in her legs, had lost the strength in her legs, and could not stand or walk starting about 1.5 months prior to report. The patient had fallen ¿because the patient doesn¿t have strength in her legs.¿ the symptom onset was considered ¿sudden.¿ it was noted the patient¿s stimulation had been off for maybe two months at the time of report due to a chronic urinary tract infection (uti). The ¿device had not worked for her since the device had been off;¿ the patient wanted the device removed as of (B)(6) 2019. The patient/patient¿s daughter were redirected to follow-up with her healthcare provider (hcp) to discuss the reported symptoms. The patient¿s indications for device use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further complications were reported or anticipated.